Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed and could not be released. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower doors had not released and will not recover. A field service engineer (fse) had found that tower door 1 latch was double-clicking and not opening. The fse had replaced the latches on all tower doors and tested. The system functioned as intended after the field service engineer repaired the device.